Event description:
As reported: "clinical study infinity¿ with adaptis¿ technology total ankle replacement follow-up (itar2): subject: (B)(6). Implant subsidence. Patient underwent surgery on (B)(6) 2024, ankle tibiotalar calcaneal arthrodesis placement custom cage, allograft ankle hardware removal to address implant subsidence documented."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "clinical study infinity¿ with adaptis¿ technology total ankle replacement follow-up (itar2): (B)(4). Implant subsidence. Patient underwent surgery on (B)(6) 2024, ankle tibiotalar calcaneal arthrodesis placement custom cage, allograft ankle hardware removal to address implant subsidence documented."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Review of op. Report & other provided medical records were performed. Operative note and discharge summary was reviewed which confirms that there was no abnormality observed during or post surgery, everything went as planned, and there were no complications. The patient tolerated the procedure well and was sent to the recovery room in stable condition, and later patient was discharged after successful surgery. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.